Manufacturer narrative:
The customer reported complaint of keypads being replaced due to the devices not turning on was confirmed. No system error was observed during testing. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. External and internal inspection was performed on the 10 pcu keypads. During external inspection, the keypads were observed to be in good condition with no issues observed. The proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 01mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 28oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Event description:
It was reported that ten pcu front case with keypads needed replacement from various keypad issues. Biomed stated that keypads will not turn on, keys were unresponsive and system error code 110.6021. The customer confirmed no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that ten pcu front case with keypads needed replacement from various keypad issues. Biomed stated that keypads will not turn on, keys were unresponsive and system error code 110.6021. The customer confirmed no patient involvement.